Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. The proximal conductor was distorted, the outer insulation had cosmetic environmental stress crack and breached cut and cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and apparent explant damage.

Event description:
Pocket erosion and infection was reported. The lead was removed. No further patient complications have been reported as a result of this event.